Event description:
Complainant alleged that during biomed testing, the device analyzed a shockable rhythm, returned a "shock advised" determination, however then prompted "change batteries" and was unable to discharge. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for eval and this complaint is still under investigation.